Manufacturer narrative:
One used cadd-prizm® vip pump was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of the reported issue in the event history log. Three separate delivery accuracy tests were performed, and at least one test was outside the pump's delivery accuracy manufacturing specifications. Further examination found fluid ingression in the pump, which was determined to be the cause for the delivery inaccuracy. The root cause was determined to be user interface; the issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Event description:
It was reported that a cadd-prizm® vip pump was under infusing. No injury was reported.